Event description:
The pt came in asystole. An attempt was made to utilize introsseous needle on pt. Upon placement of the needle, the stylet with the black knob could not be removed. Hemostats had to be utilized to remove the needle from the pt. This occurred with four needles.